Event description:
A discordant urea nitrogen (bun) result was obtained on a dimension vista 1500 instrument for one patient. The discordant result was not reported to the physician. The customer repeated the same sample on an alternate system and the repeated result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant bun result.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant urea nitrogen result was unknown. The tsc determined that there was no indication of reagent delivery or sample mixing issues based on the result monitors. The tsc also determined that a review of the instrument error log, did not indicate any analyzer process errors during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.